Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet, the device exterior was damaged and there was a gap between enclosures. Rubber feet were replaced and the base enclosure was re-seated to address the issues. After replacing the feet and re-seating the base enclosure, the device was rejected at testing due to a broken/physically damaged nurse call. The interface board was replaced to address the broken/physically damaged nurse call issue. The issues of the missing/displaced rubber feet and the gap between enclosures are not related to the nurse call issue and are not considered reportable issues.